Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reports patient allegations of pain, inflammation, damage to surrounding bone/tissue, lack of mobility, and loss of range of motion. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reports patient allegations of pain, inflammation, damage to surrounding bone/tissue, lack of mobility, and loss of range of motion. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in post operative report noted patient was revised on (B)(6) 2010 due to pain, discomfort, fluid in the joint consistent with an adverse reaction to metal debris, local tissue necrosis and osteolysis around the cup and proximal area of the femur. It was further reported evidence of a stress fracture in the calcur region of the femur was noted during the procedure. The modular head and acetabular cup were removed and replaced with a biomet modular head and competitor acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08520 / 08521).